Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery with the cup in question. The surgery was completed successfully without any surgical delay. After the surgery, the patient has an infection. No further information is available.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.